Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A document assessment (fmea) was conducted and no changes were required. Per DHR (device history record) the product concha neptune, lot # 607090429 was refurbished on february/2011. The DHR investigation did not show issues related to complaint. The complaint can not be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the unit will not stay powered on. Once the unit is hooked up and plugged in the alarm lights up and the unit will stay powered off. The reported issue was detected prior to pt use. No report of a delay in treatment to the pt.